Event description:
It was reported, that the patient presented for a follow up visit in the clinic. Upon interrogation, it was noted, that the right ventricular (rv) lead exhibited a high capture threshold. The rv lead was explanted and replaced. The patient was in stable condition.